Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A triad skull clamp was involved in an event that was described as follows; pediatric pins were applied with 40 pounds of pressure to the 80 pound torque knob. The patient was positioned prone in preparation for an occipital cervical procedure. After the clamp was applied and the mayfield system was locked, the surgeon used a sponge to prep the surgical site. During application of the sponge, the cervical area of the neck moved ventrally, and the face rotated upwards. The pins were still seated and no laceration was observed. The doctor was offered to switch to an a1114, but this offer was declined since the patient was already pinned.